Event description:
I had a mobi-c cervical disc replacement implanted in my c4/c5 cervical area of my spine. As it turned out my body had a bad biological reaction to the cobalt and chromium in this device and which was catastrophic causing a progressive form of periprosthetic osteolysis, along with other significant diagnoses. There were other relevant medical issues and occurrences that went unreported on the original post-op hospital stay medical record and during the first five months of post-op follow-up and this information was omitted intentionally by the original surgeon post-op after implantation. I have digital documentation and photos of all of the events from the day I came to from surgery for evidence to support my statements about these omissions and that have the facts. I found a surgeon later down the road after having been abandoned by the original surgeon 5 months post-op at (B)(6) in (B)(6) of this year and he extracted this toxic and destructive device from my spine on (B)(6) at (B)(6) and there is a surgical report documenting the findings. They immediately took possession of the mobi-c device and had informed me that the manufacturer has a contract with the original surgeon that implanted this device and that it was required that it was to be returned to the manufacturer zimmer biomet, and so I couldn't retain possession of this device for my own evidence. This device should not be allowed to be implanted in any patient without first being tested for metal allergies and allergies to polyethylene. The cobalt and chromium in this device caused significant catastrophic issues for me. I've got quite a documented history of evidence of what this device had done to me to submit to the FDA or anyone else for that matter. I am beneath myself that the FDA would have approved a device like this to be implanted and in patient's bodies without specific requirements and conditions that would have to be met first and foremost. Also during my research I've discovered that it's quite obvious that his rare as my condition was for this device that this information is not being reported and is being covered up with other patients because there's no way that I could be the only case that has existed to date since this device has been out. It's not being reported out there by surgeons and the only reason that this could be happening is because of their relationship with the medical device manufacturer in which is very unfortunate for patients like myself. There needs to be change here serious change in regards to how medical devices like this are being handled by doctors and the requirements that need to be met before these are allowed to be implanted in anyone. This entire process was a very catastrophic event for me and has changed my life forever and not for the good. It's permanently disabled me and I don't know if I'll ever have anything close to the life that I had before ever back again. I still have a long road ahead of me recovering from the revision from that toxic device and there's no telling how that recovery is going to fair once everything's all said and done. My body's been put through hell and back because of that device I have had to take tons of medications and other things that I never would have had to have taken had it not been for that device. I went from being an athlete living in active life to absolutely nothing and to a life with nothing to live for anymore. Even though now I have hope the damage was already done and I don't know what kind of a future I even have anymore. You can obtain the medical records from me including the metal ltt testing from orthopedics analysis. The pathology lab reports after the device had been extracted on (B)(6) 2020 at (B)(6) I don't have access to. But it's well documented in my records the damage that this device had caused and the reason why in which was the metal in this device was being cause. FDA safety report ID# (B)(4).